Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was stretched starting approximately 123.0 cm from the hub; the 3max was fractured approximately 11.0 cm from the distal tip. The distal piece of the fractured 3max was damaged by the snare and was kinked. Conclusion: evaluation of the returned device confirmed that the 3max was fractured near the distal tip. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully withdrawn against resistance, the catheter may fracture. The distal tip of the 3max was not returned for evaluation and, therefore, the root cause of the resistance could not be determined. Penumbra catheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for an ischemic stroke using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician used a neuron max 088 long sheath (neuron max) with a 3max and a penumbra system 5max ace64 reperfusion catheter (ace64) to track to the level of the stroke over another manufacturer's guidewire. The 3max went to the m-3 level and when attempting to retract the 3max, it broke at the distal tip leaving the radiopaque marker and a segment of the 3max remaining in the patient. The physician briefly attempted to retrieve the 3max using a snare device but was unsuccessful. The 3max remained in the petrous segment of the internal carotid artery (ica). Revascularization of the m-1 was successfully achieved and the procedure was completed. According to the physician, the patient was doing well. There was no report of an adverse effect to the patient.